Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the reported issue could not be duplicated. The unit passed the weight test. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported the spider 2 limb positioner was locking up and activating on and off. No patient injury reported.